Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_ext, serial # unknown, product type extension.

Event description:
A consumer reported via a manufacturer representative that the implantable neurostimulator (ins) unexpectedly stopped working on (B)(6) 2015 when there was approximately two more years of life remaining. The malfunction of the ins resulted in the patient experiencing very serious health consequences lasting until (B)(6) 2015. The patient's health care provider (hcp) was aware of the ins failure and the slow recovery determined by follow up appointments on (B)(6) 2015. On (B)(6) 2016, the patient was admitted to the hospital in preparation for surgery to replace the ins. The hospitals surgery schedule was adjusted so the patient could have the replacement surgery as soon as possible. On (B)(6) 2015, the ins was successfully replaced. During the surgery, the hcp noticed the contacts were wet and appeared to be defective resulting in the ins possibly ¿shorting out.¿ the patient was doing well after the revision and the issue was resolved. The next follow up appointment for the patient was scheduled for (B)(6) 2015. The patient was alive with no injury. The patient¿s indication for use is parkinson¿s disease.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the implantable neurostimulator (ins) and battery were last checked on (B)(6) 2014 and had not been checked since. Impedances were normal and the ins battery was at 2.88v.

Manufacturer narrative:
Product ID: 7482a-51, serial# (B)(4), product type: extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.